Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). After the case, it was noticed that the back of the handle was broken. This did not affect the case and it was completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A supplemental report will be filed when additional information is obtained.

Manufacturer narrative:
Follow-up #1 to report has been filed in duplicate. Please refer to MFR report # 3005985723-2015-00050 for results of investigation.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). After the case, it was noticed that the back of the handle was broken. This did not affect the case and it was completed successfully.